Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found minor scratches on the housing and back panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the visera elite xenon light source received a spare lamp error. The lamp was not glowing and shift into spare lamp power supply. The issue was found during a total laparoscopic hysterectomy procedure. The procedure was delayed for ten minutes. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the emergency light was on due to failure of the power supply. However, the specific cause of the faulty power supply could not be established at this time. Olympus will continue to monitor field performance for this device.